Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4092 lead, (B)(6) 2002; c3tr01 ipg, (B)(6) 2014. (B)(4).

Event description:
It was reported that post implant the patient¿s incision was bleeding/oozing. Three weeks after implant the patient had positive blood cultures for infection so the implantable pulse generator (ipg) and leads were explanted. The system was replaced two weeks later. No further patient complications have been reported as a result of this event.